Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple station on disconnected mode. The technical support specialist confirmed the hospital it that hospital is migrating to new owner's network, project should be completed next month, and the stations will remain co till next month. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple station on disconnected mode. The hospital it called and reported an issue about multiple pyxis stations are on disconnected mode and confirmed no network issue. There were no adverse events or injuries reported based on this event.